Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011: the fse changed ion selective electrode (ise) valves and found the vacuum was low in waste tubing 15 due to a pinch in the tubing clamp. The fse replaced the tubing and the vacuum was within specifications. The fse primed the ise and eic and no overflow was detected. Calibration and qc were acceptable. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that their electrolyte injection cup (eic) was overflowing on unicel dxc 800 pro synchron clinical system and they had problem with qc. A customer technical support (cts) directed customer to disassemble and clean eic and inspect valves per IFU. Customer completed troubleshooting recommended by cts, but continued to see overflowing during buffer prime. Cts generated a service request for customer. No injury was reported on this issue.